Manufacturer narrative:
The customer reported that the screen went black on the bsm (bedside monitor) and he is receiving an error message saying the software isn't compatible. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the screen went black on the bsm (bedside monitor) and he is receiving an error message saying the software isn't compatible.

Manufacturer narrative:
Manufacturer narrative: explained to customer that the metrics and time zones must match on both devices and that data input unit must be enabled to export. After checking both, the issue is the software version on the bsm (bedside monitor). The bsm doesn't have the ability to enable a data input unit. Advised customer to contact tech support to request software update for the bsm. On 10/30/2015 biomedical engineer called and states the resolution was to change the invertor board on the bsm. He states he had the parts and fixed it within the hospital. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.